Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure, high out of range pacing impedance was observed. The lead was replaced. The patient condition was stable.